Manufacturer narrative:
The root cause that ultimately lead to the broken 72mm logic activation wire, p/n 216-0306, was an improper surgical technique. The surgeon removed all of the mesh arms from the lower half of the stationary and moving plate on both the left and right side distraction implants. This caused or contributed to an unstable construct on both sides. This technique is not allowed per the IFU and stg for the logic jr. Distraction system. According to information received from the rep, distraction did not occur for either the left or right side after 17 days of attempted daily rotation of the activations wires. By removing the lower mesh arms, the plates were not sufficiently fixated to the mandible, therefore the rotation of the activation wires translated into creating a bind of the moving plate against the guide instead of moving the mandible forward. The activation wire broke. The lot number for the device was not provided, so no review of the DHR could be performed. The review of ncrs and capas did not identify any internal non-conformance's or investigations for this device within the last two (2) years. The review of complaints identified one (1) similar complaint. The review of the logic jr. Failure modes and effects analysis covers the risk of a broken activation wire. It rates the risk as a 3 (serious) and has a final risk rating of "high". Much of the same information and warnings are listed in the logic jr. IFU, p/n 030-1428, and the logic jr. Stg, p/n 030-1429. Those warning include: contraindicated in those cases where there is an inadequate volume or quality of bone to place the distractor securely. Failure to follow implantation instructions may cause patient harm or device damage. Distractor must be fixated with a minimum of 2 screws on each side of the osteotomy and the screws should be placed in multiple plate arms. System is not intended to endure excessive abnormal functional stresses. When fixating the stationary plate of the distractor, place one screw in each mesh plate. Then place screws in remaining plate holes. Fixate the moving plate of the distractor 2mm from the osteotomy. Screws should be placed in multiple plate arms. This issue will be monitored through routine trending.

Event description:
On (B)(6) 2017, an activation wire was implanted into a patient for a bilateral mandibular distraction procedure. On (B)(6) 2017 the activation wire broke at the patient's home. On (B)(6) 2017, the device was explanted. The explanted device will be returned for evaluation.

Event description:
On (B)(6) 2017, an activation wire was implanted into a patient for a bilateral mandibular distraction procedure. On (B)(6) 2017 the activation wire broke at the patient's home. On (B)(6) 2017, the device was explanted. The explanted device will be returned for evaluation.